Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of sensing anomaly, MFR number 2938836-2013-05805. It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustain ventricular oversensing episodes due to post-paced t wave oversensing. No patient symptom was reported and the clinician decided to continue monitoring the patient.